Event description:
Absorbable staples used to close abdominal incision (c-section) and on post-op day one. Incision was found open 80%. This required re-stapling of incision with metal staples. We are not positive of the lot number, as issue occurred 24 hours later and so packaging no longer available.